Event description:
Reporter indicated that pt experienced a "manic mixed episode". The pt was hospitalized. Antidepressants were discontinued and depakote was added. The pt continues to receive vns therapy. The reporter also indicated that the event may possibly be related to vns therapy stimulation.